Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced frequent hypoglycemia over approximately two weeks with glucose readings in the 60s, as well as hyperglycemia up to 337 mg/dl, while using an ilet system paired with a g7 sensor; the user had not been using meal announcements and was relying on correction dosing, and a factory reset was requested and performed with additional training assigned. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user, analysis of information provided by the user, and case review by a clinician. Investigation of this case revealed no device findings, insufficient information to attribute a device problem, and no defined device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.